Event description:
A customer reported that a pt experienced a corneal burn, in the right eye, and the surgeon was unable to remove the cataract during a phacoemulsification procedure. The handpiece was noted hot. Additional information provided from the surgeon indicated upon starting to emulsify nucleus to sculpt, a corneal burn developed at the incision site in two seconds. The handpiece tip heated up instantly. There was no occlusion bell heard. A pars plana lensectomy was performed and an intraocular lens (iol) was implanted on the same day. Three sutures were required.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The company representative also tested the customer's handpiece and no problem was found. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(4): (B)(4), most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. (B)(4).